Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (patient sample result=1.05 ng/ml vs. An expected result <0.012 ng/ml ) from a single patient sample processed on the vitros 5600 integrated system. The higher than expected patient result was reported from the laboratory, however, no treatment was given, changed, or withheld based on the erroneous result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the result and the customer retested the sample per customer policy. The retest result was believed to be true and the corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros 5600 integrated system. An ocd field engineer performed service actions to the microwell incubator subsystem of the vitros 5600 system. However, vitros trop I es precision testing performed prior to and after the field service actions were within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Additionally, based on historical quality control data, no vitros trop I es reagent issue was identified as a contributing factor. Therefore, there is no indication that an instrument or reagent issue contributed to the event. The investigation could not determine a definitive root cause.